Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for arachnoiditis. During a call to the pt on (B)(6) 2022 he mentioned on the call that 10 years ago his battery was removed and some wires (lead) and one of wires were not removed because it was stuck to his spine.